Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that five or six attempts were made to detach the coil in a ruptured anterior communicating artery aneurysm; however, the coil did not detach. During removal, the coil detached in the microcatheter. The coil was placed into the aneurysm with the pusher. There was no reported patient injury.